Event description:
A (B)(6) year-old patient underwent a transesophageal echocardiography (tee) procedure. O2 was being administered via nasal cannula at 2 lpm. During the procedure, the rn reported hearing a "popping" sound which caused everyone to pause and inspect the equipment. No problem was identified. The procedure continued and approximately 5 minutes into the procedure, another popping sound was heard. With this, the nasal cannula was noted to separate at the junction of the tubing and the nasal prong section. The o2 was set at 2 lpm during the entire procedure. The nasal cannula was immediately replaced with a new one. The procedure continued. No other factors were determined to contribute to the event. The patient was not found to have any injuries. Manufacturer response for respiratory - nasal cannula, teleflex (per site reporter). The rep was notified and asked to pick up the equipment for inspection.